Event description:
It was reported that the programmer continuously rebooted and had interrogation issues. It was noted that the programmer was unable to connect to the software distribution network (sdn). The programmer was returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis of the programmer was unable to confirm the customer comment that the programmer continuously rebooted and that the programmer was unable to connect to the software distribution network (sdn). Analysis was also unable to confirm that the programmer had interrogation issues. Analysis noted that the display failed to power on, the lower display bullet was missing and the left antenna failed functional testing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.